Event description:
Film interpretation by an outside independent physician concluded that the proximal aortic neck measured 25mm by CT scan. The physician stated that over-sizing was not the cause of the fold in the graft. The in-fold was treated with placement of a large palmaz stent and ballooned to 25mm. This rexolved the leak and expanded the proximal graft. The palmaz stent was suprarenal. The pt suffered no adverse outcomes. The physician stated that tratment with the palmaz stent was appropriate to resolve the endoleak. No post-procedure CT scan was available for review.